Manufacturer narrative:
Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to loose, protruded drive support disk. Unable to perform occlusion test, prime, compromised forced sensor system test, excessive no delivery test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer reported the drive support cap was normal. The customer was able to successfully clear the alarm and was able to complete the pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.